Manufacturer narrative:
The customer found the instrument generated un-flagged erroneous low platelet results for two patients on the same day. The submitter noted that there was no hardware malfunction observed on this instrument. The customer reported that results are fine on normal patients and that this event occurred on abnormal patient samples. The cause of the low platelet results is unknown. (B)(4).

Event description:
The customer reported that their dxh 800 analyzer generated un-flagged erroneous low platelet results for two patients on the same day. Erroneous results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection to the event.